Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 123066: 30 items manufactured and released on 12 november 2012. Expiration date: (B)(6)2017. No anomalies found related to the problem. To date, 29 items of the same lot have been sold without any similar reported event

Event description:
The patient was revised due to instability after two years from primary. The patient loosened over time. The surgeon revised the 12mm insert for a 17mm insert. The surgery was completed successfully.